Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there were small and large air bubbles in the tubing. The customer's blood glucose was around 20 mmol/l at the time of incident. The customer stated that the air bubbles persisted after infusion set change. The customer stated that the insulin was not stored by room temperature. The reservoir will be returned for analysis.